Event description:
I received an omnipod starter kit for my 11-year-old, the omnipod starter kit was severely damaged and expiring 03/19/2026 making it unsafe to use, & the sterility of the omnipods inside have been compromised. Making it unsafe to medically use, it looked like it was salvaged from the trash. Imagine I go into the store to buy meat expiring except this is a life saving kit for a child.